Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller indicated the relion prime meter was giving high readings. Caller reported that since she has been using the relion prime, she always gets readings of at least 250 or more. Based on those readings of 250 or more, caller reported that 3 days ago her doctor had changed her insulin dosage from 15 ml twice a day to 20 ml twice a day. She mentioned her cat having diabetes numerous times throughout the call, but I ensured that the below information was all from her testing. Yesterday morning ((B)(6) 2016) caller received a fasting reading of 261, which she felt was too high for a fasting reading. She said she didn't eat anything or take insulin until 6:30 pm that night. She claims a little while later that she was experiencing low blood sugar symptoms so she called her doctor and explained what was happening and he advised her to go to the emergency room. She went to the emergency room and they tested her blood sugar with their meter and received a result of 128. At least a half an hour had passed between those readings as caller reported that the hospital is a 35 minute drive. Caller reported that they tested her for all sorts of things during the day because they thought she might be having a stroke or a migraine episode. She was at the emergency room for 5 hours. Once she got home, she decided to test again with her relion prime and she received a reading of 563 which she knew could not be accurate as she claims to have not eaten all day and was not experiencing those symptoms. Caller reported that she bought a different bottle of test strips and tried those thinking the bottle she previously had were bad, but she said that she was having the same issue with those test strips. Caller reported that she purchased more one touch test strips and claims those are reflecting her blood glucose levels more accurately and that she has compared the prime strips with the one touch strips and there is always at least a 100 point difference between the two. She said she doesn't trust the prime and is going to continue using the one touch meter. Controls not used. Caller reported two lots of test strips; lot 01056c involved in incident and lot 01296b. Requesting refund.